Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user was admitted to hospital due to hyperglycemia with 26 mmol/l blood glucose on an unknown date. Customer was using auto mode feature at the time of reported high blood glucose event. Customer tried to deliver several bolus but it didn't help. Customer had been using insulin pump system within 48 hours of reported event. Insulin pump will not be returned for analysis. The customer claims that she is often noticing differences between sensor glucose and blood glucose value. Customer did self test, high pressure test and displacement test and all tests were pass. Insulin pump will not be returned for analysis.